Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 115 millimeters (mm) from the terminal pin; and the terminal pin segment only was returned. Resistance testing was completed on the lead segment to assess lead electrical performance. Measurements throughout the testing were within normal limits. Laboratory testing of the returned lead segment was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated the lead was explanted and replaced. No additional adverse patient effects were reported.